Event description:
It was reported that this right ventricular (rv) lead recently exhibited p-wave over-sensing, which resulted in non-sustained pacing inhibition. The patient is pacemaker-dependent, but no asystole was observed. It was confirmed that the rv lead had not dislodged from the implant location. The physician subsequently elected to reprogram the rv sensitivity to resolve the event and is continuing with remote monitoring. No adverse patient effects were reported. This rv lead remains implanted and in-service.